Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth reported only as (B)(6) 1974. This report is for a pro-disc c, part and lot number unknown. Implant date reported only as (B)(6) 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a hardware removal of prodisc- c from level c3-c4 for an unknown reason. The original implant procedure was an unknown day in (B)(6) 2010. The surgeon also removed a third party construct from c4-c5. The surgeon finished the removal procedure with a fusion using non-synthes products. There was no reported surgical delay or patient harm. This report is for a pro-disc c, part and lot number unknown. This is report 1 of 1 for (B)(4).